Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The same problem as mentioned before that blocked in the neck.

Manufacturer narrative:
Medwatch reports filed in regards to histoacryl (product numbers 1050044 and 1050060). Reported issues: glue can't flow from ampoule; something whit after polymerization; ampoule leakage inside the pouch. Complaint reports were received from (B)(6) from sept 2015 to march 2016. Complaint reports were reviewed and it was found that despite the differing customer description, most of the complained samples shared the same kind of defect. Many of the ampoules showed a clear bending in the cannula-tip transition and bending always occurred in the thinnest wall area of this transition. Production data records, storage records and transportation records were reviewed for all affected batches and no incidences were found. The lots of raw material used for the production of the ampoules were identified and analyzed. The observed deviations (complaints) were not limited to a single batch of raw material, nor were they limited to a single cavity of the ampoule mold. The supplier of the ampoule was asked for incidences or changes during production of the complained lot numbers and no incidences were found, no changes were reported. Despite the different studies performed, the root cause of product complaints received from (B)(6) remains unclear: production, storage and transportation data records of affected batches were reviewed no incidences were found. Lots of raw material (ampoule) used for production of affected batches of finished product were identified and deeply analyzed no incidences were found. Furthermore, it could not be concluded that product complaints come from a well identified raw material batch of ampoules nor from a defined cavity from the moulding process. It could not be demonstrated that a minimum wall thickness at the cannula-tip transition could explain observed defects. In this sense: wall thickness at the cannula-tip transition has shown to be significantly lower in cavity 4 than cavity 3. Product complaints coming from (B)(6) are not limited to one single cavity. Furthermore, it is thought that if this was in fact the root cause of observed incidences, the problem would not be limited to (B)(6) but other countries and/or batches would be affected. Several stress studies were performed with the aim of provoking observed defects none of them lead to specimens showing complained defects. Related to the extension analysis, there are some relevant data that are to be taken into account: the percentage of units distribution to (B)(6) over the total number of released ampoules was between about 25-60%(average 40%). The percentage of complained units (considering the complete reference/batch) over the total number of ampoules distributed to (B)(6) was about 25%. In conclusion: the investigation about handling and local transportation by (B)(6) subsidiary is on going.